Event description:
The pt had a spinal cord stimulation implanted in 1997 for pain related to failed back surgery syndrome. The hcp notified the MFR that the spinal cord stimulation system had been explanted due to the pt's decreased therapeutic response with a loss of paresthesia. The hcp stated a lead had been left in the epidural space because the hcp was unable to remove it. Another spinal cord stimulation system was implanted in 1999.